Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-04104 and 1627487-2014-04105. It was reported the pt had fallen on a bus when it had stopped suddenly. Since the fall the pt had experienced positional stimulation. X-rays did not show an anomaly, and reprogramming was performed. Follow up identified the physician may undertake surgical intervention at a future date. All possible lot numbers for the leads have been reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.